Manufacturer narrative:
Jjpi had requested add'l info concerning the event(s) and has been advised that no additional info will be forthcoming. No further investigation is planned.

Event description:
Orthopaedic surgeon suspects hip femoral broach trial may have caused or contributed to cracked femur during hip replacement surgery. One or more events involving the device are reported to have occurred. Event dates have not been provided. Co has requested add'l detailed info concerning the event(s).